Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for over 100 colony forming units (cfus) of klebsiella pneumoniae, pseudomonas aeruginosa, and proteus mirabilis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found: the charged coupled device cover lens was scratched, the insertion tube insulation was near the threshold value, the channel mount had wear and tear, and the mouth guard piece for endoscopy was damaged. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. The customer provided the cleaning, disinfection, and sterilization process stating there was no suspected patient infection and no deviations in reprocessing. Precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. Aspiration was done with both the first and second position of the suction valve. The air/water channel was flushed with water and air using the mh-948. During manual cleaning, the device passed the leak test. The detergent used was anios. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The forceps elevator was not raised and lowered three times when submerged in the detergent solution. The forceps elevator was not flushed. The distal end was not brushed with the channel-opening brush and the single use soft brush(maj-1888). The distal end was not flushed with the maj-2319(distal end flushing adapter). The automated endoscope reprocessor (aer) used was soluscope with no defects with anios detergent and anios disinfectant. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was filtered water and the filter was replaced periodically in accordance with the instructions for use. The device was dried by blown filtered compressed air and stored in a typhoon. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection.